Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, a sales representative reported via (B)(4) that the lavage sent an overpressure of fluid when switching canulas via the ar-6410 main pump tubing during a shoulder scope. There was some distention from the surgical site, but the patient was not adversely affected.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is user error, specifically an abrupt interruption of the flow caused by an inadequate procedure during cannula switching. The complaint allegation was not confirmed. No evidence of that failure was received.